Manufacturer narrative:
Cerner distributed a priority review flash notification on (B)(4), 2010 to all potentially impacted client sites. The software notification includes a description of the issue and notifies the client that when a new allergy is added, the category field is set to "drug" automatically regardless of selected substance. If the entered allergy is anything other than "drug", the clinician must select the appropriate category, such as "food" or "environment" from the list. Cerner corporation considers this report complete and no follow-up report required.

Event description:
This particular client sends a report to the dietary staff with only the patient's food allergies listed. When a patient was admitted to the facility, a nurse added the allergy "fish" to the patient's record. The category "drug" was the default; therefore, the allergy was not reported to their dietary system. The patient received fish for a meal and went into anaphylactic shock. Cerner's labeling has always existed to make the users aware that this is the default setting for this field. This is the default by design as most human allergies are drug related.